Event description:
The reporter called and alleged discrepant results when compared to a lab while performing a correlation study. The device results reported were 2.9, 2.5, 2.5, 2.7 and1.7 inr. The corresponding lab results reported were 2.1, 1.8, 1.8, 1.9 and 2.6 inr. No other info was provided. The reporter declined product replacement.